Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead 2006 (B)(6). (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited diminished sensing, t-wave oversensing (twos) and an increase in short interval counts (sic). The rv lead remains in use and will be monitored more frequently. No patient complications have been reported as a result of this event.